Manufacturer narrative:
Date of event is estimated. A patient experienced discomfort/ pain at the ipg site was reported to abbott. As a result, the patient had a pocket revision to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced pain at the ipg pocket site. As a result, the patient underwent surgical intervention on (B)(6) 2021, wherein the patient's ipg pocket site was relocated. Therapy was established post operatively and issue resolved.